Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record, database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Date of event has been estimated the UDI number is ¿ni¿ as the catalog number was not provided.

Event description:
It was reported per a general comment 014 ht versaturn guide wire was noted to have the green coating on the distal end separate off the wire when wiping with wet gauze. No pieces were left in the anatomy coating only came off once wiped. There were adverse patient effects reported and no clinically significant delay reported. No additional information was provided.